Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and pace impedance measurements within normal range. A revision procedure was performed in which this ra lead was surgically abandoned and replaced with a new ra lead. It was noted that this ra lead was damaged during a transcatheter aortic valve replacement (tavr) procedure. No additional adverse patient effects were reported.